Event description:
It is reported that the instrument became stuck in the humeral canal. A mallet was used to remove it, breaking it in the process. There was no harm done to the patient.

Manufacturer narrative:
Evaluation summary: as returned, the counter bore guide is separated from the humeral collar reamer. The tip at the base of the humeral collar reamer is fractured and missing. No information of the fracture tip was given. Based on the lot number the device has a potential field age of approximately two years and seven months. Cause cannot be definitively determined. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The reamer was dimensionally inspected and found to be conforming where measured with the exception to the previously identified fracture. The hardness of the reamer was also checked and is within specifications. Information on what reamers where used to prep the humeral canal were not provided. Also, what stem extension was used on the reamer is unknown. These two devices may have contributed to the counterbore sticking. It was reported that the counterbore was removed by striking it with a mallet. It is possible that the fractured tip was due to the strikes and/or levering the counterbore perpendicular to the axis of the humerus while removing the counter bore from the humeral canal, thereby causing an excessive bending moment on the thin section.